Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had keypad not responding. The insulin pump rewind was dragging, occasionally no delivery error, and the buttons were sticking or hard to press. Customer stated that the past event. The event was resolved by infusion set changed. Customer stated for no delivery alarm she removes the reservoir and primes the set and reattaches it to solve issue and it the line was cleared. No harm requiring medical intervention was reported. The customer was declined to troubleshooting for keypad unresponsive. The device will not be returned for analysis.